Event description:
The customer reported that the device did not sound alarm when patient was in a hazardous situation, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporter's institution phone number: (B)(6). Reporter's phone number: (B)(6).

Event description:
The customer reported that the device did not sound alarm when patient was in a hazardous situation, but no adverse event to the patient or user was reported. There are no screen images of the review alarm, upper and lower limit configuration, trend reports, audit or alarm logs from the central station available, nor has the device been tested. However the field service engineer confirmed there was no malfunction of the mx450. The device alarmed for the atrial fibrillation as it was checked by the customer from the alarm review. The patient was under a atrial fibrillation during the alleged reported issue. The patient was rescued, but the customer didn't provide the details of medical steps taken to assist the patient. The clinical staff was aware of the patient¿s condition at all times. Blood pressure, blood oxygen and ECG parameters were measured when the event happened. The customer has not specified what alarm had allegedly failed, but the fse stated that "the device had alarmed but the nurse didn't notice" philips is no longer working on a resolution for the customer, and the device is out of warranty.

Event description:
The customer reported that the device did not sound alarm when patient was in a hazardous situation, but no adverse event to the patient or user was reported. There are no screen images of the review alarm, upper and lower limit configuration, trend reports, audit or alarm logs from the central station available, nor has the device been tested. However the field service engineer confirmed there was no malfunction of the mx450.the device alarmed for the atrial fibrillation as it was checked by the customer from the alarm review. The patient was under a atrial fibrillation during the alleged reported issue. The patient was rescued, but the customer didn't provide the details of medical steps taken to assist the patient. The clinical staff was aware of the patient¿s condition at all times. Blood pressure, blood oxygen and ECG parameters were measured when the event happened. The customer has not specified what alarm had allegedly failed, but the fse stated that "the device had alarmed but the nurse didn't notice" philips is no longer working on a resolution for the customer, and the device is out of warranty.